Event description:
It was reported, during the therapeutic cystoscopy, debris from the cysto-nephro videoscope fell into the patient's bladder. There was a procedural delay while the doctor tried to basket the debris out but could not catch the debris in the non-olympus basket. The patient urinated the debris out and is in good standing. Another cystoscopy was performed last week. The procedure was completed successfully and the outcome was not affected as a result of the issue. The device was inspected before use and appeared to be normal.